Event description:
It was reported that there was a head and liner change due to possible infection. Washout and changed liner.

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. All devices in the reported lot and sterile lot were manufactured and accepted into final stock with no reported discrepancies.complaint history review: there have been no other events for the reported lot.the exact cause of the event could not be determined because insufficient information was received

Event description:
It was reported that there was a head and liner change due to possible infection. Washout and changed liner.

Manufacturer narrative:
Additional devices listed in this report: cat # 626-00-42e, lot # 41940203, description: modular dual mobility insert; cat # 06-2805, lot # mlpe6a, description: c-taper cocr lfit head 28mm/+5; cat # 502-03-54e, lot # mld9hl, description: primary tritanium hemi cluster hole cup 54mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.